Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the ECG "a", ECG "b", and front te cable was completed severed between ECG "b" and the distribution node (dn). The root cause for the severed cable was physical abuse. No adverse event resulted from the open wire.

Event description:
A us distributor reported that a patient's electrode belt had exposed wires.